Event description:
An umbili-cath broke during removal. There was no patient impact.

Manufacturer narrative:
Upon investigation, there was no evidence that the event was related to a device defect. (B)(4) and its independent expert clinical advisors believes this user malfunction is not likely to result in a serious injury or other significant adverse event consequence if it were to recur. Product not returned for evaluation.